Event description:
On many occassions, the canula would not extend over the sylet. In other words, they would push the "a" button and only the stylet would fire. Spoke with the customer who further stated the pt had to be stuck "at least four times" in order to obtain a core liver biopsy sample. He did not recall any adverse pt reactions as a result of the incident.